Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of "lo" (less than 20 mg/dl), and 144 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The meter was returned and investigated with returned test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. Additionally, the reported readings were found in the meter's internal memory log. Note: the meter is designed to display readings of 20 mg/dl to 500 mg/dl. This meter does not show a numeric value less than 20 mg/dl. A blood glucose reading below 20 mg/dl will read as a "lo" in the adc meter. All pertinent information available to abbott diabetes care has been submitted.